Manufacturer narrative:
The investigation of delivery issues, product damage (cannula kink), product damage (catheter kink), and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Delivery issues: impella would not advance into the aorta over the wire due to major tortuous anatomy. Impella was removed and kinks were noted in the catheter and cannula of the device. Based on the clinical details provided, the root cause of the delivery issues is most likely due to the patients condition. Vascular damage - peripheral vessel: when the impella was removed, a dissection of the left subclavian artery was noted. Due to limited clinical details surrounding the removal of the device, the root cause of the vascular damage - peripheral vessel cannot be determined. Product damage (cannula kink) and product damage (catheter kink): the impella would not advance over the wire due to tortuous anatomy, and when the impella was removed, kinks were noted on the impella cannula and catheter. Based on the clinical details, the root cause of the product damage (cannula kink) is most likely due to the patients condition. The root cause of the product damage (catheter kink) is most likely due to the patients condition.

Event description:
The complainant reported that an impella 5.5 was prepped and inserted via the left subclavian but would not advance into the aorta over the wire due to major tortuous anatomy. The impella 5.5 was removed and kinks were noted in the catheter and cannula. Additionally, a dissection of the left subclavian artery was noted after the impella 5.5 was removed. The artery was successfully repaired surgically. A new impella was placed via the right subclavian artery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿